Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of downstream occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was tested on-site by a baxter field technician. During functional testing, the reported problem of downstream occlusion was not reproduced. A review of the event history log could not be performed as the log was not downloaded. A service history review revealed the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and the device passed all testing. Should additional relevant information become available, a supplemental report will be submitted.